Event description:
Peripheral arterial line with blood noted to be backing up into tubing. Tubing changed several times and all were noted to be leaking. Fluids were not infusing, causing blood to back up into tubing.